Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that a 09-year-old male child patient faced a bent cannula and had the flu due to which he experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. He stayed in the emergency room for six hours. His highest blood glucose level was 586 mg/dl and had high ketone level which his healthcare professional did assessed as dangerous/life threatening. Moreover, the infusion had been used for one day. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.